Event description:
The pt underwent a percutaneous coronary intervention involving stent placement in the proximal lad. In order to facilitate sheath removal, the d-stat thrombin device made by vascular solutions was injected into the subcutaneous tissue tract as the sheath was pulled. Manual pressure was applied for 15 mins and hemostasis obtained. Initially after the procedure distal pulses were intact. Approx 1 hr later, the pt developed a cold and numb right foot. Doppler ultrasound showed no flow in the right foot. The pt was taken emergently to vascular radiology where a catheter was placed down the right femoral artery and local thrombolytics infused. Perfusion to the right foot was reestablished within a few hrs.